Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed was placed in a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, one day after placement, the balloon deflated. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device found a crack in the locking mechanism. The cause of the reported malfunction is undetermined.